Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported, that ever since november of 2022 they have been super sick. Pt states, they have constantly been running tests trying to figure out what was going on with them, and they recently were in admitted to the hospital. Pt states, on (B)(6) 2023 they checked the ins battery, and it was showing low and by the next day it was showing it had less than 5%. Pt states, they decided to turn it down as low as they possibly could to give them any benefit at all. But pt states, they continuously are super sick. Pt states, they can't hydrate and can't eat any food. Pt states, they are sicker than a dog and are being told their insurance won't cover medical care. Pt states, they ended up needing to go home. But pt states, they are concerned about getting sicker and sicker. Pt states, they don't necessarily want to go back to the hcp facility because at this point they're not sure if it's and issue, with how it was implanted or if it's a defective device. Pt states, they were shocked to find out it's already dead. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.